Event description:
It was reported that the pump was implanted into the pt even though the physician suspected a flow problem. The pump was filled with heparin/saline. At the first refill, the pump was determined not to be flowing and it was explanted. There were no associated pt complications.